Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-nov-2017. The most recent information was received on 06-dec-2017. This case was reported by a physician and describes the occurrence of salpingitis ("chronic bilateral community-acquired endosalpingitis") and neuralgia ("neurogenic pain, persistent") in a (B)(6) year-old female patient who had essure (batch no. 628422) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neurolysis surgical (required neurolysis of suprascapular nerve 1.5 year before), appendicectomy, disorder tooth, stress urinary incontinence and hysteroscopy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced neuralgia (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, general symptom ("general symptoms for which the contribution of essure was to be confirmed"), endometrial hypertrophy ("hypertrophic endometrial mucosa") and cervicitis ("chronic community-acquired endo and exocervicitis"). The patient was treated with surgery (hysterectomy and adnexectomy via celioscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the neuralgia, salpingitis, general symptom, endometrial hypertrophy and cervicitis outcome was unknown. The reporter considered cervicitis, endometrial hypertrophy, general symptom, neuralgia and salpingitis to be not reported (study) to essure. The reporter commented: the surgeon who had placed essure was trained to the procedure. Essure was removed on patient's request and both sides were kept but not yet available for investigation as implants were sent with the uterus and the tubes for pathological anatomy examination. Follow-up was at 6 or more months following essure removal not yet available. Essure was removed due to general symptoms for which the contribution of essure was to be confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. (B)(6) 2017: pathological anatomy examination conclusion: endometrial mucosa was hypertrophic, chronic community-acquired endo and exocervicitis, chronic bilateral community-acquired endosalpingitis, left and right ovaries slighty modified from a histological stand point except endosalpingiosis foci in the left ovary. No suspected structure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-dec-2017 for the following meddra pt: salpingitis: 76 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2017: medical history was provided. Events added: hypertrophic endometrial mucosa, chronic community-acquired endo and exocervicitis and chronic bilateral community-acquired endosalpingitis. Pathological anatomy examination provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This (B)(6)-year-old female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. (B)(4)) inserted. The report describes a case of pelvic pain ("pelvic pain") and neuralgia ("neurogenic pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neuralgia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and adnexectomy were performed via celioscopy on (B)(6) 2017) and surgery (hysterectomy and adnexectomy were performed via celioscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and neuralgia outcome was unknown. The relationship of neuralgia and pelvic pain to treatment with essure was not reported. The reporter commented: the surgeon who had placed was trained to essure procedure. Furthermore it was informed that the essure was removed on patient's request and both sides were kept but not yet available for investigation as implants were sent with the uterus and the tubes for pathological anatomy examination. Follow-up was not yet available, 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. 628422) inserted. The most recent information was received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-nov-2017. The report describes a case of pelvic pain ("pelvic pain") and neuralgia ("neurogenic pain, persistent"). The occurrence of additional non-serious events is detailed below. The patient's past medical history included neurolysis surgical (required neurolysis of suprascapular nerve 1.5 year before). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with uterine spasm and neuralgia (seriousness criterion medically significant). On an unknown date, the patient experienced general symptom ("general symptoms for which the contribution of essure was to be confirmed"). The patient was treated with surgery (hysterectomy and adnexectomy via celioscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and neuralgia outcome was unknown. The relationship of general symptom, neuralgia and pelvic pain to treatment with essure was not reported. The reporter commented: the surgeon who had placed essure was trained to the procedure. Essure was removed on patient's request and both sides were kept but not yet available for investigation as implants were sent with the uterus and the tubes for pathological anatomy examination. Follow-up was at 6 or more months following essure removal not yet available. Essure was removed due to general symptoms for which the contribution of essure was to be confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 21-nov-2017 for the following meddra pt: pelvic pain: n¿ 7251 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2017: the patient experienced uterine contraction-like pelvic pain. Neurolysis of suprascapular nerve was required 1.5 year before. Neurogenic pain persisted. Essure was removed due to general symptoms for which the contribution of essure was to be confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.